Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and it would not advance properly into the injector. The lens was not implanted and there was no patient injury. The facility stated another lens was used. The model and lot numbers of the injector used were not provided by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing. The cartridge and injector were not returned. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the cartridge and injector were not returned.